Event description:
It was reported that the patient experienced a cerebral vascular accident. It was reported via social media that the patient experienced a cerebral vascular accident at an unknown date after the watchman closure device was implanted. The patient eventually had open heart surgery and by pass was performed. The watchman device was removed at that time and the left atrial appendage closed.